Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device is unable to perform the ops check and displays a ¿device error, service requested¿ error code. There was no reported patient involvement/adverse patient impact.